Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a check settings alarm during the first rewind. Insulin pump alarmed a max bolus alarm when the customer was trying to bolus. After troubleshooting, customer was able to clear the alarms and the insulin pump was working properly. Customer experienced high blood glucose level due to being off the device because he had to reprogram it. Customer's blood glucose level was 406 mg/dl at time of incident.